Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter sc connector tear in seal near guide ring.

Event description:
Additional information reported the catheter was replaced. The issues was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a consumer via company representative receiving fentanyl 4000mcg/ml at 172mcg/day, bupivacaine 40mg/ml at 1.7mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that they have not had good pain relief in recent months. The patient had a dose increase at their last appointment with the physician. It was unknown what led to the event. Diagnostics included dye/rotor study, CT scan. The rotor function was normal, unable to withdraw csf from cap and the results of the CT were unknown. As of the date of the report no interventions were done yet but per the reporter the patient would likely have a catheter revision. The patient status at the time of the report was noted as alive, no injury. On (B)(6) 2015 it was further reported that it was unknown when the patient first started experiencing lack of pain relief. The cause of the issue was not determined and per the healthcare provider, would not know until surgery (B)(6) 2015. The issue had not been resolved. On (B)(6) 2015 the dose was increased from 1312.2 mcg/day to 1441.5mcg/day. The results of the diagnostics were cath/dye study, unable to withdraw csf from cap. CT scan, catheter at l3-4 tip t9 in it space. The patient was scheduled for catheter revision on (B)(6) 2015 at 5pm.